Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. It was received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they needed to change the insulin pump¿s battery every 1-2 hours. There was a crack on the battery compartment. The customer¿s blood glucose level was 220 mg/dl. They also received a power error detected alarm. Troubleshooting was performed for the power error detected alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.